Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 77% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was stable post-procedure.